Event description:
Customer reported discrepant access vitamin b12 test results were obtained for one pt sample when using the access 2 immunoassay system. The discrepant high test results were above the normal reference range. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 1 of 2 reported by this customer for two different tests demonstrating imprecision on two different dates.

Manufacturer narrative:
Limitation of the procedure in the insert state: samples can be accurately measured within the analytic range of the lower limit of detection and the highest calibrator value (approx 50 - 1500 pg/ml). If a sample contains more than the stated value of the highest access vitamin b12 calibrator (s5), report the result as greater than that value (i.e., > 1500 pg/ml [>1107 pmol/l]). Alternatively, dilute one volume of sample with 4 volumes of access vitamin b12 calibrator s0 (zero). No errors were posted to the event log. Quality control was within specifications on the day in question. The system check performed on (B)(4) 2008 was within specifications. On (B)(4) 2008, the field service engineer replaced the wash and precision rotor and stators. The repair was performed per the established protocol and all verification testing passed within specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events. This is event 1 of 2 reported by the customer. The related MDR is 2122870-2011-06116.